Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred. The customer attempted to recover storage space; however, upon closing the drawer, the system shut down. When the system came back online, the prompt to recover storage space was still present. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.